Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that during the procedure the cavity initial assessment failed several times and the physician decided to do a hysteroscopy. 2 small holes were found in the uterus. A laparoscopy was performed to check that no other structures could have been damaged, no additional injuries observed. Patient was kept for a few hours but sent home the same day. Perforation was observed as not compromising all layers of the uterus just a few layers. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned: visual inspection was conducted and there were no signs of physical damage. No sharp edges were noted on the device. Testing of the controller was conducted and the device passed the testing. Hence, the failure mode reported by the customer cannot be replicated. This observation will be monitored and trended. Device history records (DHR) review was conducted for the reported identification number. The device was released meeting all qa specifications.